Event description:
Information received from the field note that during a generator change-out, the bipolar ventricular lead impedance was <200 ohms. Unipolar lead impedance was 346 ohms. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received